Event description:
It was reported the customer is having ongoing issues with intermittent abnormal probe errors for the last 6 months. The following example of a discrepant result was provided which occurred in 2008: initial calcium gave 9.3 mg per dl. Sample repeated same day on another analyzer - same methodology giving 10.1 mg per dl. No results were reported out, so the customer did not take further actions as far as correction reports, and there was no impact to pt and no treatment received as a result of these values.

Manufacturer narrative:
The field service rep was unable to determine a cause, and noted that he installed anti-static brush kit and ran precision study to verify analyzer performance. It was additionally noted customer reported switching to a new sample tube type, but is still seeing cellular debris floating to the top of the sample tubes on about 25 percent of pt samples.